Manufacturer narrative:
(B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - software investigation finds the exam loaded without issue and built a good 3d model. No issues found. (B)(4) 2014 a medtronic representative, following-up at the site, reported the biopsy yielded accurate results.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged a 10mm inaccuracy when on the posterior portion of the head. When the surgeon was on the occipital protuberance it was showing 10mm anterior inside the brain. The surgeon was accurate on the anterior portion of the head. In trouble-shooting the patient was re-registered four times using tracer, however, posterior accuracy showed no improvement. The surgeon opted to proceed, with this knowledge, and account for the inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.